Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that their insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The father stated that the retainer ring on top of the reservoir compartment is loose. Father stated that he glued the ring himself. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and minor scratched lcd window.